Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the device broke while pulling in the predrilled channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-4020c-09. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation of the device noted that the blue suture and button were returned with no visual issues. The loop of the tightrope assembly was cut off. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.